Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that ¿implantable cardioverter defibrillator (ICD) implant failure. Patient would not accept ICD. Because the vessel of the subject is stenosis, the implant is failed.¿ no device was implanted. The patient was enrolled in the improve sca (sudden cardiac arrest) clinical study. No patient complications have been reported as a result of this event.